Manufacturer narrative:
The customer returned the suspected contour next usb meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0apeg10a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer from greece reported that he obtained a blood glucose reading of 165 mg/dl at 4:15 a.m. On the contour next usb meter. The customer took rapid insulin based on the this reading. A few hours later the customer was experiencing symptoms of hypoglycemia such as severe dizziness, convulsions and feeling close to losing consciousness. The customer ate a croissant with chocolate and drank orange juice after which he recovered well. Another test was performed at 7:52 a.m. And a reading of 96 mg/dl was obtained. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.